Event description:
A consumer reported recharging too frequently. She used to only recharge once a week for 3-4 hours, and now she recharged every other day for 6-8 hours until she was 100% full. She usually got all boxes filled in for coupling. The consumer noted she had not recently been reprogrammed or switched to new groups, but she recently had the need to increase parameters. She noted that she was not getting the intensity she needed. The consumer noted a previous overdischarge event. She went out of town for two weeks and did not take her charger with and it went dead. The consumer noted she had fallen quite a bit because of her rsd and her legs give out, but she had been able to normally recharge after her falls. She indicated the increase in recharging occurred after her overdischarge. The consumer stated she had bipolar dementia caused by her medication, it was not caused by the device or therapy. Indication for use included failed back surgery syndrome.

Event description:
There was a report that they started recharging more often a year ago in 2015. It was reported that they had an overdischarge but when asked when they were last at the doctor's office, they couldn't remember due to dementia but said about 6 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.